Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this device is no longer considered reportable by exactech and this report may be disregarded. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0330 logic femoral ps cem right sz 3; 02-012-35-3011 logic tibia ps mod insrt sz 3 11mm; 02-012-45-3020 lgc tibial fit tray cem sz 3f / 2t; 200-02-32 three peg patella 32mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient has been diagnosed with mild osteopenia and reported pain. As a result, approximately 3.5 years after initial replacement, the patient had bone density scan and medication. It was further noted, the event remains continuing, as the patient was diagnosed after exposure to both device and procedure. No further impact to the patient was reported. No other information is available.